Manufacturer narrative:
The device alarmed prime alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or unable to communicate to carelink pro, blood glucose meter and glucose sensor simulator to verify reading anomaly due to prime alarm. The device had a minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, missing end cap sticker, missing address and serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 129 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. Customer also mentioned sensor had inaccurate readings. Blood glucose was 129 mg/dl but sensor glucose was 330 mg.dl. The customer declined troubleshooting for the sensor. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.